Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/01/2024, it was reported by a facility representative via (B)(4) that an ar-2285-09 graft knife blades will not fit into the handle. There is an unusual amount of force needed to seat blades. This occurred during use in a case with no patient effect.

Manufacturer narrative:
The complaint cannot be verified without evaluating the device. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is damage to the parallel graft knife, which prevents the attachment of the parallel knife. H.1 set as n/a. Arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon receiving additional information from the field that clarified the event and evaluation of the returned devices, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803.